Event description:
It was reported that the right ventricular (rv) lead had high impedance. During the laser lead extraction the patient died due to a tear from the innominate vein to the right atrium.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 4076 lead, implanted: 2007-(B)(6); 4193 lead, implanted 2007-(B)(6), (B)(4).